Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction/defect found from the device. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system had a hardware failure. The customer reported that the insulin needed to be obtained from a different unit and there was no delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.